Event description:
It was reported that a freestyle libre 3 plus continuous glucose monitor (cgm) sensor failed to pair after application and the app indicated that a firmware update was required, consistent with an intermittent communication failure and involving an electrical/magnetic component and antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the system, aligned with an intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.